Event description:
Cs21 dlu was closed into firing range and fired. During firing cycle dlu made unusual sound. Firing cycle continued briefly and pc indicated "firing sequence incomplete." Manual release was used to open dlu. Tissue donuts were complete; staple formation incomplete; ananstomosis was oversewn with suture.